Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during patient use, the cardiosave intra-aortic balloon pump (iabp) occasionally reported an error message about loop leakage. The equipment department discovered that the helium was used too quickly. They also added that previously, one bottle was used up in a month, but now one bottle is being used up in a week. The hospital requested door-to-door service, and there were no casualties.

Manufacturer narrative:
Updated fields: b3, b4, d9, e1- event site telephone, e2, e3, g3, g6, h2, h3, h6- type of investigation, investigation findings, investigation conclusion, componenet code and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse replaced the safety disk and helium tubing assembly. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
Due to character limit in the e1: the section event site telephone is (B)(6). Corrected fields: e1: event site telephone, h6: component code updated fields: b4, g3, g6, h2, h11.

Event description:
N/a.